Manufacturer narrative:
(B)(4) needle detachment. (B)(4). The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a pinnacle lite w/ capio slim was used during a procedure performed on (B)(6) 2016. According to the complainant, during the procedure and inside the patient, the needle detached from the pinnacle mesh before the suture was pulled through the sacrospinous ligament. The procedure was completed with the same pinnacle mesh and a new suture. There was no serious injury reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.